Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have noise. No over-sensing was reported. The rv lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.